Manufacturer narrative:
Additional information was received on january 30, 2018. The lot number was confirmed as 17659188 via a device history record review. The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, the following dates were updated: manufacture date 03/30/2017. Expiration date 02/29/2020. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/25/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a preface guiding sheath and a hemostatic valve separation occurred. The device was visually inspected and it was found in good conditions, no separation was observed. A lab sample was inserted through the preface and no separation was observed. Then, the device was flushed and no leakage was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a preface guiding sheath and a hemostatic valve separation occurred. The valve of the preface was detached and the detached section did not fall in the patient¿s body. There was no resistance during insertion or removal of the catheter. The sheath was replaced and the issue resolved. The procedure was completed with no patient consequence. This event is MDR reportable because hemostatic valve issue may cause a potential risk to the patient.